Event description:
The customer initially reported that the device was defective. New info received indicated that during a laparoscopic hernia repair, the system provided a red light two hours into the case. The surgical staff installed a new battery on the system and continued the procedure. The surgeon re-inserted the device into the pt and activated the device and a red light appeared again. The surgeon then noticed that part of the active waveguide had disengaged from the device. The piece was not located in the pt or in the operating room. The pt was described as being obese and the piece could not be located by the staff. The facility has scheduled a CT scan to ensure that the fragment is not inside the pt.

Manufacturer narrative:
(B)(4) 2013. The return of the incident sample has been requested. To date it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.